Manufacturer narrative:
H10: four (4) actual samples were received for evaluation. A visual inspection with the naked eye and magnification noted a detent (notch) and lead present on the twist clamps. One (1) sample had a broken occlude feet and no issues were noted on the other three (3) samples. Functional testing including leak, clear passage, clamp function and torque engagement testing were performed; leak and clamp function testing identified a leak with twist clamp in the closed position for only one (1) sample. Torque and clear passage testing were performed with no issues. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of four (4) minicap extended life pd transfer sets were ¿too loose to close". It was further stated, ¿it can be closed but it was easy to open accidentally¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.